Manufacturer narrative:
A ge representative evaluated the system and replaced the igbt and snubber pcbs. System operates as intended. (B) (4).

Event description:
The customer reported that the system will not fluoro. No pt injury was reported.